Event description:
It was reported that the patient had a surgical procedure to remove and replace an artificial urinary sphincter (aus) device due to urethral atrophy. No further patient complications were reported.